Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device appeared not to charge while on a charging pad for approximately two hours, despite the on-device indicator showing that charging was in progress; the user then reported the device was charged above 90 percent after subsequent monitoring. Symptoms included no reported changes in blood glucose. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included data synchronization through the ilet app and engineering log review to assess battery and charging performance. Investigation of this case revealed no persistent malfunction, as normal charging resumed and the battery reached a high state of charge. It was concluded, based on previously established findings for similar reports, that the cause was not confirmed.